Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged shortly after implant. A revision procedure was performed wherein the physician repositioned the lead. The rv lead remains implanted and in service. No additional adverse patient effects were reported.